Event description:
The customer reported to olympus, the light source's spare lamp turned on as soon as the power turned on. The issue was found during preparation for an unspecified diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results for the physical device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation that the spare lamp turned on as soon as the power turned on was confirmed. An additional reportable malfunction due to the failure of the power supply unit was identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.